Event description:
The technician alleged that the bed will not go into reverse trendelenburg position. No patient impact.

Manufacturer narrative:
The technician replaced the main power control board to resolve the issue.